Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged the head section would run up on its own when the bed was powered up. No injury reported.